Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive. There was no known impact to the customers blood glucose level. Reportedly, the customer reverted to insulin pens for insulin therapy.